Event description:
Pt underwent posterior lateral fusion l4 and s1 on 9/29/88. On 4/15/93 instrumentation was removed and posterolateral fusion l5-s1 done with bone graft from right iliac crest. The inferior screw on the right was broken.